Event description:
It was reported that the implantable cardiac monitor was programmed prior to implant, but after it was implanted, the device was unable to be interrogated. The device was explanted and it was noted the top electrode was covered with dermabond. The dermabond was removed, but communication with the device was not possible. The device was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed; analysis revealed shorting/low impedance in an integrated circuit. (B)(4).